Manufacturer narrative:
Bent release crossbar.

Event description:
It was reported by service report that the break away head assembly separates easily due to missing retaining rings and a bent release crossbar. No patient involvement or adverse consequences are reported.